Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed due to moisture damage on the pins of the j3 connector and main board of the receiver. The receiver was plugged in but would not charge or boot. A receiver log download and functional test could not be performed as the device could not boot up or communicate. The receiver case was opened for interior visual inspection and failed due to moisture damage on the main board. The reported event of the overheating of the receiver was confirmed. The probable cause was determined to be moisture damage.